Event description:
It was reported that the patient had an atrial fibrillation (afib) procedure on (B)(6) 2013. On (B)(6) 2014 the physician notified bwi that the patient had an esophageal pericardial fistula. The patient is now stable. Additional clarification was requested, however, no additional information has been provided.

Manufacturer narrative:
On april 30, 2014, additional information was provided on the event. The atrial fibrillation (afib) procedure occurred on (B)(6), 2013. On (B)(6), 2013 the patient had chest pain and was diagnosed with esophageal pericardial fistula. On (B)(6), 2013 the patient underwent repair of the esophageal fistula and j-tube placement. The patient required extended hospitalization and rehab. The outcome of the adverse event is that the patient fully recovered with no residual effects. The prognosis for the patient is good. The physician¿s opinion on the causality of the adverse event is that it was procedure related. The patient¿s baseline before the procedure was excellent. The generator ¿s serial number was previously unknown. It has now been provided as (B)(4). (B)(4)

Manufacturer narrative:
Product investigation will not be performed since the catheter was not returned for analysis. Since no lot number was provided, no device history record review could be performed. Concomitant products: 1.carto 3 system: model #: unknown, serial #: unknown. 2.coolflow pump: model #unknown, serial #: unknown. Biosense webster manufacturer's ref. No.'s (B)(4) are related to the same incident. (B)(4).